Event description:
It was reported that the latex balloon material came off the catheter during a graft dialysis de-clot procedure. Another catheter was used to successfully retrieve the latex material. No permanent pt injury reported.